Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he has been experiencing skin irritation at the insertion site that leaves his skin red, bumpy, oozing and itchy. Patient has tried using secondary wound dressings under the sensor's adhesive patch which did not alleviate his skin condition. Patient consulted with his physician who prescribed a steroid that's been helping in healing the irritated insertion site. At the time of his call to dexcom technical support, patient was feeling fine and using cgm but was still experiencing the skin irritation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.